Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that "while using the walker the wheel bearings came out causing the wheel to fall off and she fell." The end user sought treatment at a hospital, where she reportedly had CT scans and mris, however, did not report the results of those studies. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.